Manufacturer narrative:
H3: investigation results - the revision reported was likely the result of osteolysis and failure of the cement used to secure the femoral component to the femoral bone, which led to loosening at the cement-implant interface and the reported pain. The extent and root cause of the femoral loosening and osteolysis could not be determined as the devices were not returned for evaluation, and images and radiographs were not provided. D10. Concomitant: (B)(6) 02-012-44-3011 logic tibia implant psc product information has been corrected to align with the failure mode. As a result, the following fields have been updated d4 (d4 expiration date should be blank), d10, g4, h4 is unk, h7 & h9 should be blank.

Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation, a patient had left knee replacement surgery on (B)(6)2012. They subsequently underwent left knee revision on (B)(6)2023, approximately 10 years 9 months after their initial procedure. The patient presented with pain with weightbearing limiting her activity. Advanced imaging confirmed significant osteolysis about the femoral and tibial components. Radiographically however, it was not deemed to be definitely loose. Postoperative diagnosis: aseptic loosening left knee, recalled left total knee implants, and osteolysis femoral and components. There was found to be debonding of the femoral components (noted as grossly loose), osteolysis posterior medial femoral condyle, osteolysis medial tibial plateau, but intact patellar component with no loosening. Tibial component was found to be well fixed. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.